Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop", "motor fault" and "transducer fault". The customer reported that most probable reason of the issue is main board. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was confirmed and not duplicated in the laboratory setting. The root cause of the reported issue revealed the combination of transducer faults at power-up/auto-zero in the events log with successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power up and operational auto-zero checks. Solenoids failure. Additional failure found, pt802 is failing.